Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, after the device was being assembled they tried to fire the device however it only fires until 30mm and does not continue anymore. There was no patient injury.